Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hypertension and pain are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported difficulty to close and entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The patient effects and treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a bilateral arteriotomy closure of a common femoral artery using a proglide device related to an interventional endovascular aneurysm repair procedure. Reportedly, the foot got stuck with 2 proglide devices and a cut down was performed on both access sites followed with surgical repair. A few hours following the procedure, the patient experienced hypotension, diaphoresis, and back pain. Retroperitoneal bleed was identified through a CT scan, the patient was brought back for subsequent hybrid repair and remained in the hospital for days. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulty to close and entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The patient effects and treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H11 correction - subsequent to filing the previous report, it was noted that the results of the testing of the returned sterile/unused devices was not included in h11. Ten sterile/unused devices with lot # 5011043 were received and successfully tested with no anomalies noted.

Event description:
Subsequent to filing the previous report, update to case details: it was reported that this was a bilateral arteriotomy closure of a common femoral artery using a proglide device related to an interventional endovascular aneurysm repair procedure. Reportedly, the foot got stuck with 2 proglide devices and a cut down was performed to remove the devices on both access sites followed with surgical repair. A few hours following the procedure, the patient experienced hypotension, diaphoresis, and back pain. Retroperitoneal bleed was identified through a CT, the patient was brought back for subsequent hybrid repair and remained in the hospital for days. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.